Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A valve actuation test was performed and passed. A system air leak test was performed and passed. A post-accelerated stress test (ast) 2 hour 15 min 8500 ml simulated treatment was performed and completed without alarms or failures. A mushroom head check was performed and passed. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in - progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a user facility registered nurse (rn) that a fluid leak was discovered on the inside of the cassette door of their cycler after ending a patient¿s peritoneal dialysis (pd) treatment. The rn reported receiving a make sure heater bag (hb) is on heater tray (ht) alarm and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is a hole in the cycler set cassette. The rn was advised to discontinue the use of their cycler and a new cycler was issued. It was reported that an alternate treatment option was available. Additional information was requested, however, to date a response has not been received. The cycler set was not returned to the manufacturer for a physical evaluation. The return of the old cycler to the manufacturer for physical evaluation was scheduled.